Manufacturer narrative:
Consumer was not compliant with recommended replacement schedule and proper lens cleaning. The complaint sample was not returned for evaluation and the lot number is unknown. Requests for additional event details were denied by the treating practitioner. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
(B)(6) pharmaceuticals and medical devices agency (pmda) reported that they were informed of an event by a doctor. The doctor reported that a patient had corneal infiltration, redness and conjunctival erosion associated with the right eye. The pmda report indicated that the doctor prescribed flumetholon (anti-inflammatory drug) ophthalmic suspension and ophthalon (antibiotic) ophthalmic solution and the patient was instructed to discontinue lens wear. The doctor reported to the pmda that the patient's last eye examination was 2 years earlier and that the patient continued to buy lenses through the internet. Reported comments indicated that the patient did not visit an eye doctor before buying the lenses and was not compliant with the recommended replacement schedule and proper lens cleaning.